Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation. Based on the results of the investigation, the indicated phenomenon (1) was not reproduced. However, a probable cause was that e228 error occurred temporarily due to communication failure because cable failure occurred. E228 is a scope ID data damage and is displayed when endoscope failure occurs (10.2 ¿troubleshooting¿, instruction manual otv-s300, chapter 10, ¿troubleshooting guide¿). On the other hand, phenomenon (2) was reproduced. The probable cause was that communication failure occurred due to cable failure which resulted in e216 error. E216 is an error which is displayed when abnormality occurred on the communication between endoscope and processor (10.2 troubleshooting¿, instruction manual otv-s300, chapter 10, ¿troubleshooting guide¿). The cause of cable failure could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: the instruction manual identifies the following related verbiage which could have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that the hd 3cmos camera head had no image after connecting the device to the processor, along with error e228 (scope communication error). The reported issue occurred during the therapeutic laparoscopic cholecystectomy procedure. The intended procedure was completed with another similar device. There was no delay or reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. During the evaluation error e216 (scope communication error) was coming intermittently on the display due to defective cable unit. Additional evaluation findings were as follows: the video connector found damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.